Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with failure code f-49. It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. There was no patient involved, reported patient injury, or medical intervention was reported in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with diagnostic failure code f-49 was confirmed and duplicated by baxter service personnel. The root cause of this condition was determined to be a malfunction in the real time clock. The device configuration option settings,date and time were all reset to correct this condition. A device history review was not able to be performed, as the serial number is not valid for the singapore manufacturing plant. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.